Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt only heard a buzzing sound with his device. Testing results seemed to be suspicious to the clinical engineer. The pt was reimplanted on (B) (6) 2010.